Event description:
(B)(4) was notified about the incident via legal summons. At the time of the accident, the plaintiff was caused to fall after a vertical bolt came loose causing the lift to collapse. Customer has 3 units (serial numbers (B)(4)). Recall history showed that two were upgraded as part of a recall, but the third ((B)(4)) could not be, as it was inaccessible at the time. No injuries reported. (B)(4) was trying to contact the customer to determine add'l info - w/o success.

Manufacturer narrative:
This report is being filed under exemption (B)(4) on behalf of the MFR medibo medical product (B)(4). MFR complaint number: (B)(4). Please be advised that previous medwatch reports for this product may have been submitted by the original MFR of this device medibo medical products (B)(4) (under registration (B)(4)), which has ceased mfg as of (B)(4) 2011. Effective (B)(4) 2011, any medical devices that were formally produced by medibo will be manufactured by other facilities within (B)(4) and will be labeled to reflect this; additionally, any reportable complaints will be handled by (B)(4)). Add'l info will be provided following the conclusion of the MFR's investigation.